Event description:
The us complainant reported patient mitral valve disease was implanted with an impella cp device for mechanical circulatory support. The surgeon pulled back the impella into the aorta during bypass surgery and mitral valve repair. The physician was unable to advance impella across valve after repair was completed. Decision was therefore made to take out impella cp and replace with a new impella.

Manufacturer narrative:
The investigation into the reported positioning issues has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the positioning issue was patient condition related due to anatomical complication with resistance felt across aortic valve after mitral valve repair. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
It was reported that after meeting resistance while trying to reposition the impella after the mitral repair, the impella cp was removed and the patient was moved to comfort care only measures, and after implanted with a new impella cp. It was noted the patient expired while on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03864 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.